Event description:
It was reported from (B)(4). That during service and evaluation, it was determined that the motor on the device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check for safety, check for untrue running and check for general condition. It was noted in the service order that the device cord was damaged prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device flex circuit was damaged, had unintended motion, low power, was heating up and the speed could not be changed. The device also failed pretests for motor thermistor assessment, safety assessment, rotational speed assessment, handpiece temperature assessment and hand control assessment. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).